Event description:
At 12:04 am on the 23rd day of may, 1994, an 86 year old male patient fell from the bed. When atttending staff heard the patient fall and entered the room, they discovered the patient on the floor at the foot of the bed. It was also noted that the bed and knee elevations were at the highest level. Upon further investigation, it was observed thatt he side rails were in the up position. As a result of the fall, the patient sustained a subdural hematoma on his head.